Manufacturer narrative:
See MFR: 3012307300-2018-00279, 3012307300-2018-00281, 3012307300-2018-00282, 3012307300-2018-00283.

Event description:
It was reported that the explanting doctor noticed holes in the catheter of a deltec® port-a-cath®ii power p.a.c. Implantable access system. Issues with the catheter had to be explanted when one patient complained of pain. There was no patient injury associated with this occurrence.

Manufacturer narrative:
One used deltec® port-a-cath®ii power p.a.c. Implantable access system with an attached length of catheter measuring 7.5 inches was received for investigation. A visual inspection was performed and no holes were detected, however it did find two longitudinal slits, both approximately ¼ inch in length and located two inches from where it had been attached to the portal. The location and physical characteristics of the slits are consistent with the catheter having been exposed to first rib/clavicle compression syndrome as is described in the product IFU section ii warnings, 3rd bullet. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.